Event description:
Rn advised that the burn is 1st degree, not 2nd degree.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thyroid procedure, towards the end of the case the aluminum near the hinge of the device left a superficial burn mark on the neck of the patient. No additional treatment will be given and the surgeon is classifying the burn as a small second degree burn. The same device was used to complete the procedure.